Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection, had drainage at the implant site, and the wound opened. The patient was seen in the office on (B)(6) 2017 and brought into surgery day of for explant of the device. It was noted that the device was discarded by the customer. Patient weight and medical history were asked but would not be made available. It was reported that the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.